Event description:
During baxter's eval, it was observed that a spectrum pump did not alarm for a downstream occlusion, when an occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The investigation determined that the undetected downstream occlusion was due to lowered downstream sensor readings, caused by the removal of the downstream shim. This physical evidence was found on the downstream pusher that suggests the downstream shim was previously installed and was removed from the pump outside of baxter. Furthermore, the shim was documented by baxter during the initial mfg of the device and also during the previous factory svc event. As a result, the downstream shim has been replaced. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified sigma trained, svc personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited."